Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a balloon rupture occurred. Target lesion was located in the iliac artery. Upon deployment of the 8.0x40mm 75cm express ld vascular stent the balloon ruptured. The front part of the balloon remained in the 7f hemostatic valve. All parts of the balloon were fetched out of the patient. The procedure was completed with another stent device. No patient complications were reported and the patient status is stable.